Event description:
Additional information was reported by the consumer on 2017-01-17. It was reported that there was poor communication, poor telemetry, or no telemetry with recharging. The patient had a history of recharger issues in (B)(6) they had the equipment replaced. The patient had been trying to recharge the last couple of weeks. The patient was not able to communicate with the patient programmer. The last successful recharge was 2 months ago. The patient was redirected to their health care professional (hcp) for their suspected overdischarge.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for non-malignant pain and chronic low back pain. It was reported that the patient was hospitalized for two months and was lying flat on his back and couldn¿t charge during this. The patient was admitted for unrelated reasons. The patient had 10% left of battery, but 0 left in the stimulator and charger. The patient was holding all 8 boxes shaded, but the charge didn¿t last. The patient was switching between the discharged phase and the recharging screen. He doesn¿t use belt or adhesive discs, and only 2 boxes were shaded. It was reviewed that the patient needed to keep charging the battery so that it didn¿t go into overdischarge since the patient was in a discharged phase at the time of the report. The patient noted that this started occurring at least 10 days prior to the report and that he just hadn¿t charged in 10 days. On (B)(6) 2016 patltr (con): additional information was received from a patient that reported that the steps taken to resolve the implantable neurostimulator charge not lasting, poor coupling, and the discharged (dead) implantable neurostimulator was that the patient was still waiting on an appointment with her health care provider to devise a plan of action to excise the ¿dead¿ implantable neurostimulator. The adhesive discs helped to resolve the poor coupling issue, but it was a little too late. The poor coupling and discharged (dead) implantable neurostimulator had not been resolved at the time that the additional information was received as the patient is still waiting on a plan of action with her health care provider. Once the patient recharged the implantable neurostimulator, the patient hoped that the charge was lasting as expected and noted that ¿only time will tell.¿

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.